Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive esc button due to flattened dome switch. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with scratched display window. Analysis was unable to verify failed battery alarms due to keypad anomalies. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had failed battery test alarm and keypad anomaly. The blood glucose at the time of the incident was 300 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.